Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case and battery drawer were also found to be broken, and the ring was bent.

Event description:
It was reported there was a failure of the device to turn on. The device subsequently tested out of specification during manufacturer's analysis. There were no patient medical complications as a result of this event.